Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and surgisis were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06076. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to prolapse, cystocele, and rectocele. The patient underwent mesh revision/removal with lso and cook biodesign surgis graft on (B)(4) 2011 due to pain, bleeding, and extrusion. (B)(4).